Event description:
On (B)(6) 2011, the pt reported that at times the infusion device up button does not work while attempting to program a quick bolus. She stated the issue is intermittent and began about a month ago. She stated the button works while performing all other functions. She also stated the rubber is peeling around the buttons but she is not able to see the ground plate. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.